Event description:
It was reported that air was introduced into the circuit and could not be removed. Also, clotting phenomenon was observed as small plugs within the fibers of the device. The oxygenator was replaced with a new one. No adverse effects to the patient were reported. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. According to our manufacturing records the lot number that was reported does not correspond to an oxygenator. The sample was returned for evaluation without a serial number. De-airing behavior of the oxygenator will be evaluated and a supplemental medwatch will be submitted as soon as the investigation is complete.